Manufacturer narrative:
Nond-destructive visual evaluation of the pfc modular femoral stem assembly, cat# 86-6471 was undertaken in the applied research laboratory. The fracture of the femoral rod bolt occurred transversely at the first thread at the bolt shank. Stereobinocular examination of the fracture surface revealed it to be a fatigue failure. The fracture origin was located on the lateral side of the bolt. There were no apparent material or mfg defects noted on the component evaluated. At this time, jjpi considers this file closed.

Event description:
The femoral stem assemblies bolt fractured and revision surgery was necessary.